Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility the device alarmed with an e630 (screw rotation error) error code. The device was returned to the biomedical dept for a report of multiple e630 errors. No tracking info was provided, therefore, specific pt info, pump programming, or event details were not available. There was no reports of any adverse patient events, or delays in critical therapies while the device was in clinical use. During testing at the user facility, an e630 (screw rotation error) error code was noted. Though requested, no add'l info was provided.